Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was inconsistent, neither increasing nor decreasing. It also makes a loud sound. The event occurred during infusion. There was no patient harm reported.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. The reported complaint could not be confirmed as described. The power pole operated consistently, and the clicking noise at the end of the raising/lowering cycle appears to be inherent to the mechanism¿s normal function. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.